Manufacturer narrative:
An event of a leaflet tear was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a proctoring physician identified that he was present for a trifecta valve-in-valve procedure. The device was originally implanted 3-4 years ago and a leaflet tear from the upper post down to the nadir was observed. Attempts to gather additional information were unsuccessful as the patient was not his. No additional information is expected.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a proctoring physician identified that he was present for a trifecta valve-in-valve procedure. The device was originally implanted 3-4 years ago and a leaflet tear from the upper stent post down to the nadir was observed. Attempts to gather additional information were unsuccessful as the patient was not his. Additional information is requested.